Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered multiple daily injections to address high bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.